Event description:
Customer reports via phone that during a retrograde cysto procedure for stone removal and stent placement, the system fluoro failed. Physician completed the procedure by using only endoscopy. Customer provided no further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
The charge nurse reported a no fluoro event. Field service engineer (fse) troubleshot the reported crash error and found a bad leg extension cable and speaker was not working on the monitor collision board. The cable is designed to not move when a crash issue is sensed. When the table won't move, a safety interlock is designed to not allow fluoro. Fse continued troubleshooting, and replaced the message center pcb assy and the leg extension potentiometer and also replaced the leg extension cable and harness assembly cable. Fse then completed service by checking system for proper operation per service checklist (B)(4) and returned unit to the customer for service.